Event description:
Consumer reported that he had gotten a serious infection from using the trueplus single-use insulin syringes. At the time of the call the customer felt well and did not report any symptoms. Customer no longer had the syringes or the box and was unable to provide lot information; customer stated that it was the same brand/type of syringe as the one that he is currently using. Customer stated that about 2 months ago, he had been leaking pus and blood and had gone to the hospital. The customer was diagnosed with an infection; customer had surgery and was treated with antibiotics and fluids. Customer had been hospitalized for a week. Customer stated the hospital had informed him that it was due to him using the same syringe twice to administer insulin. Customer stated that there was no issue with the syringe when he used it and that he had not used a syringe twice. No changes were made to the customer's medical treatment plan.

Manufacturer narrative:
Internal report reference number:(B)(4). Syringes were not returned for evaluation. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note 1: manufacturer contacted customer in a follow-up call on 02-oct-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated he had not received the replacement product; manufacturer re-sent replacement product to customer. Note 2: manufacturer contacted customer in a follow-up call on 09-oct-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated he was currently on vacation and did not know if the replacement product had been received. Customer stated he would contact manufacturer when he returned home (date not provided). Note 3: manufacturer contacted customer in a follow-up call on 16-oct-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated he is unable to check if the replacement product was received; customer stated he would contact manufacturer once he returned home.